Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during an unknown procedure, three (3) depth gauges were broken in the process of measuring, the tips were completely broke off. A total of seven (7) wires broke off the olive tips. One (1) cannulated screwdriver was broken along with two (2) stardrive screwdriver shaft t8 were stripped. Parallel guide and countersink had rust residue on them. The procedure was successfully completed with no surgical delay. No patient consequence. This report is for one (1) 1.6mm compression wire 15mm thread/150mm length. This is report 5 of 5 for (B)(4). Additional devices are reported under related complaint (B)(4).